Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection and functional tests were performed on this unit and it was confirmed that there was an inverted interlink y-site septum. A dimensional analysis determined the swage height to be within specification however, a visual inspection confirmed that there was a slit septum, and that the needle stick was not near the septum. The root cause of this reported condition could not be determined.

Event description:
A customer reported to baxter (B)(4) of an interlink extension set that had an inverted septum during patient use. There was no patient injury or medical intervention involved. No additional information is available.